Event description:
The distributor in (B)(6) reported that the device was displaying a transducer faulty. No patient involved.

Manufacturer narrative:
Based on the information provided by the foreign distributor, the cause in this event was identified as a malfunctioning main board. The foreign distributor was shipped a replacement main board to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of april 30, 2015 the alleged faulty front panel has not been received.